Event description:
It was reported to philips that the device had bent pins on the battery pca. There was no patient involvement.

Event description:
It was reported to philips that the device had bent pins on the battery pca. There was no patient involvement. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. Pin 7 on the j2 connector was found damaged.